Manufacturer narrative:
Original issue description is that the floor lock is not locking on one side. The design of the locking mechanism on the cs7 and cs9 bed is such that, when the casters are locked, it is easily identified. The caregiver will receive immediate feedback to the status of the locks. When engaged, there are two green tabs that protrude from the base indicating that the casters are locked. Furthermore, the locking bar must be depressed in order to lock the casters. In addition, if the bar is depressed and the green tabs do not raise, this is an indication that the casters are not locked and is not safe for transfer, also if the locking mechanism does not catch, the bar will move back into its original position indicating that the casters are not locked. Product was returned for evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed. It was observed that both the left and right floor lock mechanisms were able to engage/disengage during the functional testing. However, the left wheel was able to still roll while the locking mechanism was engaged due to the floor bumper not making contact with the ground. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The floor lock is not locking on one side. Product was returned for evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed. It was observed that both the left and right floor lock mechanisms were able to engage/disengage during the functional testing. However, the left wheel was able to still roll while the locking mechanism was engaged due to the floor bumper not making contact with the ground.